Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. It was reported that the implanted coil migrated from the implanted vessel location within the subarachnoid space and appeared to be lodged near the right ambient cistern. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. It is likely that some procedural factors encountered during the procedure limited the performance of the device contributed to the reported event. Therefore, a root cause of operational context has been assigned to the reported coil migration.

Event description:
During a mechanical thrombectomy procedure to remove a clot form the m1 middle cerebral artery (mca), a non-stryker microcatheter perforated a small branch originated from the m2 segment of the right mca resulting in extravasation into the subarachnoid space. The subject coil was immediately implanted into the affected branch to achieve embolization and hemostasis. After deployment of the coil, angiographic run showed complete cessation of contrast extravasation which was interpreted as hemostasis of the subarachnoid hemorrhage (sah). However, subsequent images revealed that the implanted coil migrated within the subarachnoid space and appeared to be lodged near the right ambient cistern. No action was taken to treated the complication. The mechanical thrombectomy procedure was successfully completed with a thrombolysis in cerebral infarction (tici) score of 2b. The physician stated that the coil migration was related to the procedure. There was no clinical consequence to the patient due to the coil migration.

Manufacturer narrative:
The device remains implanted.

Event description:
During a mechanical thrombectomy procedure to remove a clot form the m1 middle cerebral artery (mca), a non-stryker microcatheter perforated a small branch originated from the m2 segment of the right mca resulting in extravasation into the subarachnoid space. The subject coil was immediately implanted into the affected branch to achieve embolization and hemostasis. After deployment of the coil, angiographic run showed complete cessation of contrast extravasation which was interpreted as hemostasis of the subarachnoid hemorrhage (sah). However, subsequent images revealed that the implanted coil migrated within the subarachnoid space and appeared to be lodged near the right ambient cistern. No action was taken to treated the complication. The mechanical thrombectomy procedure was successfully completed with a thrombolysis in cerebral infarction (tici) score of 2b. The physician stated that the coil migration was related to the procedure. There was no clinical consequence to the patient due to the coil migration.